Event description:
A 31" offset double clamp bar was returned to the MFR. Visual inspection revealed a broken clamp. There was no report of injury or medical intervention associated with this incident.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the clamp was broken. This MDR is being submitted late, as it was identified as part of a retrospective review conducted by zimmer orthopedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at a zimmer facility. The agency's inspectional observation concerned the company's decision(s) not to submit certain mdrs for products specific to that zimmer facility. While a retrospective review of complaints for unreported mdrs was conducted immediately following the inspection at the facility, zimmer determined that such a review would be conducted at all zimmer facilities. As a result, zimmer osp completed its retrospective review and is now submitting this MDR.